Manufacturer narrative:
Evaluation summary: x-ray demonstrated wireform intact and frame expanded. Suture holes were visible near one of the three black stitch markings on the sewing ring. The event is reported as a valve explant at implant. This is typically a result of inappropriate sizing, difficulty seating, valve displacement before or after frame expansion, or distortion of the valve during implantation and/or the patient¿s anatomy. Explants at implant are not typically related to a malfunction of the device. Customer report of explant due to mitral regurgitation could not be confirmed through visual observations. In this case, the patient developed new mr requiring an unplanned mitral valve replacement and explant of the newly implanted valve with replacement with a new valve. Based on the available information, the root cause of the event remains indeterminable. However, it is likely that patient and procedural factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that an 21 mm aortic valve was explanted at implant as it may have interfered with the mitral valve cause a new moderate to severe mitral regurgitation. A 9 mm aortic valve was implanted in replacement and mitral valve replacement was performed using a 27 mm. Tee imaging showed no aortic regurgitation, pvl, or mitral regurgitation post-implant. As reported, the surgeon attempted to place a 21 mm valve. The patient was scheduled for a CABG x2 with a pvi and avr. A hockey stick aortotomy was performed and the aortic valve was debrided. The surgeon then sized with a 19, 21, 23 mm and sizer. The 21 sizer was the best fit and a 21 mm valve was then prepped in the normal fashion. At the same time the surgeon placed his 3 guiding sutures in the nadir of each cusp. The 21 mm valve was then parachuted onto the annulus and secured down with snares. The balloon was deployed and the stent deployed. The delivery system was then removed and visual inspection showed the valve resting appropriately on the annulus. The guiding sutures were then secured down with corknot and the aortotomy was then closed. Per tee, the 21 mm valve showed no pvl or ai, but the mitral valve showed moderate to severe mitral regurgitation when there was no mr prior to the start of the case. After a thorough assessment the surgeon decided the patient¿s ventricle was moving appropriately and that the best option was to remove the 21 mm valve. A 19 mm valve was chose so that the smaller size would not cause as much deformity of the annulus which may have caused the mitral valve issue. A second tee was then performed and the mr was seen again. At this time the surgeon decided that it would be best to replace the mitral valve. A 26 mm mitral valve was then prepped and placed onto the mitral valve. Post tee imaging showed no ai, pvl or mr. The patient was moved from the operating room to the recovery area in critically ill but stable.